Manufacturer narrative:
In this case, the returned device analysis did not confirm the reported material split, cut or torn associated with a hole. The analysis, however, did identify that the dilator was cracked and confirmed the reported leak/splash. The analysis, however, did identify that the dilator flush port was cracked and confirmed the reported leak/splash. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All information was investigated, and the reported dilator hole appears to be based on the user¿s perception of the cause of the leak or user interpretation of the observed crack. The leak/splash appears to be related to the observed crack; however, a definitive cause contributing to this crack, cannot be confirmed. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the preparation of triclip steerable guide catheter(tsgc), leakage was observed at the y connector of the dilator due to the hole. The tsgc was replaced with another device to complete the procedure. The tr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.

Event description:
It was reported on (B)(6) 2025, that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the preparation of triclip steerable guide catheter(tsgc), leakage was observed at the y connector of the dilator due to the hole. The tsgc was replaced with another device to complete the procedure. The tr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.